Event description:
The registered nurse reported that while the pt care tech was performing catheter care the arterial adaptor fell off the catheter. The pt care tech stated that no tension was applied to be adaptor.